Manufacturer narrative:
A field service engineer was dispatched to the customer site. The vacuum pump was replaced to resolve the odor/smells/smoke issue. Unit meets specifications and was returned to service. (B)(4).

Event description:
A customer reported an event of their sterrad® nx sterilizer unit powering off and rebooting itself and a ¿smoke smell¿ emitting from the sterilizer. There was no report of any injuries or human reactions. The customer was advised to turn the unit off and leave the room. An asp field service engineer was dispatched to assess the unit onsite. This event is being reported as a malfunction report subsequent to a serious injury.

Manufacturer narrative:
The asp field service engineer was unable to confirm the reported smoke issue. However, the vacuum pump was proactively replaced to resolve the smoke/haze issue. The investigation included a review of the device history record (DHR), trending analysis of the smoke/haze issue and system risk analysis (sra). The DHR was reviewed and no issues relating the failure mode were noted. The involved unit met manufacturer specifications at the time of release. Trending analysis of the smoke/haze issue was reviewed from (B)(6) 2018 to (B)(6) 2018 and no significant trend was observed. The sra shows the risk for exposure to toxic or corrosive material to be "low." The part was not available for return and further analysis. The assignable cause of the smoke/haze issue is likely due to the vacuum pump. The field service engineer replaced these parts and confirmed the sterrad nx was restored to proper function after service. The issue was resolved at the customer facility. Asp will continue to track and trend this issue. (B)(4).